Event description:
The manufacturer received information alleging a ventilator was alarming for circuit leak. The circuit was replaced but the alarm persisted. The device was calibrated to address the issue. The device was not in use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was calibrated to address the issue.